Event description:
The facility representative reported an infusion pump with an unknown problem, repair as needed. It is unknown when the event occurred. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Evaluation summary: the customer reported an unknown condition was confirmed during prod evaluation. Inspection of this pump revealed the condition was that the led alarms on channel b and c were net working due to defective pump head module keypads. To correct the condition, the keypads were replaced on channels b and c. The pump was retested, and returned to the customer within specification. This issue is currently being investigated.